Manufacturer narrative:
Continuation of d10: product ID mc1avr1-delsys, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), threshold was noted to be high at multiple positions. The device and the delivery system were removed and it was found that the curved portion at the distal end had become deformed. The cleaned device was reintroduced into the right ventricle through the sheath, and three deployment attempts were made at different positions, but none achieved an optimal threshold. The device and the delivery system were attempted, not used and replaced. No patient complications have been reported as a result of this event.